Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they need to increase the stimulation more because they are having hip pain real bad going down to the left leg since about a month ago. Controller shows ins 70%, controller 100% charged. Setting is group a with four programs. Patient stated intensity is 2.2v on p1 and when she increase the stimulation she does not feel the sensation because that is how the ins is programmed. The patient had a fall or trauma about a month and half ago. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.